Manufacturer narrative:
(B)(4). This is a report of use error, where the patient touched the tip of the transfer set when connecting to manual supplies. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a breach in aseptic technique when they touched the tip of the transfer set when connecting to manual supplies for peritoneal dialysis therapy. The technical services representative reviewed proper procedures with the patient. There was no patient injury or medical intervention reported. No additional information is available.